Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker, with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a corroded battery tube.

Event description:
The customer's mother reported via phone call insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value is unknown. It was advised that the customer discontinue the use of the device and revert to a back up plan. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.